Event description:
It was reported that bd maxzero extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that leakage around the sealed circular filter.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.